Event description:
Device malfunction: premature, partially deployed stent. Time of malfunction: unk. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, when the rx acculink was at the lesion, the locking mechanism would not unlock. Although it was reported that the stent delivery system was removed from the anatomy with the stent undeployed and intact, the returned device analysis revealed the stent was prematurely, partially deployed. It is unk if the premature deployment occurred in the body or after removal from the body. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.